Event description:
Complaint number: (B)(4).

Manufacturer narrative:
The hls set was scrapped by the customer. A getinge field service technician was on site on (B)(6) 2021 to investigate the device. He could not confirm the reported failure ¿pump disposable error¿. The log files of the cardiohelp were analyzed by getinge technical support on (B)(6) 2021 and the reported failure ¿pump disposable error¿ could be confirmed within the logs. According to IFU of the hls set, chapter 5.3.1 "safety instructions for the oxygenator" the most probable root cause of the pump disposable error could be caused by the disposable when disconnecting from the cardiohelp during the pump is running. The error can also be caused when the pump is not set to zero before connecting the disposable. During investigation by the field service technician was on site on (B)(6) 2021, a defective fan was detected. He replaced the fan and put the device back in use after successful test according to factories specifications. A defective fan was already investigated in a previous complaint and a probable cause could be traced back to blocking, caused by an accumulation of dust. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up report will be created as soon new information become available.

Event description:
It was reported that the cardiohelp showed the alarm pump disposable error and the blood flow stopped. The device was exchanged during treatment. (B)(4).